Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer. It was reported that the patient wanted to kill themselves due to the pain before the spinal pump and the pain when the line broke and they were getting spinal headaches that could not be treated properly because the center for disease control (cdc) and the food and drug administration (FDA) would not allow her hcp to give her enough pain medications for breakthrough pain. There were no further complications reported at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient no longer wanted to die or try to kill themselves due to pain. The catheter caused fluid build up under their spine at the implant point. The patient guessed there was more than one break due to the spinal headaches they were getting. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-apr-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and dilaudid at unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported that the last two times they had scheduled the patient for surgery, they had to change the line because it was broken. What they had thought was going to be a day surgery turned out to require two nights in the hospital. The pump was implanted "upside down" and caused the catheter to break when they flipped the pump in the abdomen. This was discovered when they went in to replace the pump and saw the catheter was broken. They never "ultrasounded" the pump to make sure it was flowing. The problem had started "immediately" and they had to keep increasing the dose. It was noted the patient was currently at a quarter of what she was at. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the first time the catheter broke it broke at the entrance to her spine. There were no further complications reported at this time.